Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. (B)(4).

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back up plan. The insulin pump was returned for analysis.